Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl and 50 mg/dl. Customer treated low blood glucose with carbohydrates. Customer¿s current blood glucose is 228 mg/dl. Customer reported that insulin pump had blank display and also alleges over delivery because pump delivered a bolus without pressing any button. The insulin pump will be returned for analysis.